Event description:
After several unsuccessful attempts were made to cross the target lesion with this device, insufficient blood flow was observed. In addition, it was further noted that the distal end of the stent struts were flared.

Manufacturer narrative:
Percutaneous coronary intervention (pci) was performed on a 99% de novo lesion in the mid left anterior descending artery of unk length and diameter. The lesion was described as focal and moderately calcified. The primary indication for the procedure was unstable angina pectoris as a semi-emergency. The radial approach was chosen for the procedure. The lesion was predilated with a 2.5x20mm maverick balloon before the 2.5x23mm cypher stent was being delivered to the target lesion. However, the cypher stent did not cross. It was retrieved and the target lesion was pre-dilated with a high-pressure 2.5x9mm de slip balloon at 22 atm. While redelivering the cypher stent to the target lesion, it became stuck prior to crossing the target site. The physician made several attempts to cross the cypher stent and insufficient blood flow distal to the vessel was observed. Therefore, the cypher stent was removed from the pt, and the physician confirmed the stent to be flared at the distal end. The pci procedure was stopped and the pt had successful cardiac surgery at a different hospital. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing due to the pt's infectious disease. Add'l info received will be submitted within 30 days upon receipt.